Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "customer has a patient with a powerglide that is not flushing and wanted to know if we have any tips that might work for correcting this issue?" Ms&s response "encourage them to try repositioning the patient. That did not work. Informed the nurse to attempt to change the dressing to make sure that there are no kinks at the hub or any where on the midline. If there are no kinks to attempt to flush. If still occluded could consider cathflo/tpa. He states the home health company does not do tpa. Informed the nurse to contact the physician for guidance about catheter clearance and need to go to ER. "

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "customer has a patient with a powerglide that is not flushing and wanted to know if we have any tips that might work for correcting this issue?" Ms&s response "encourage them to try repositioning the patient. That did not work. Informed the nurse to attempt to change the dressing to make sure that there are no kinks at the hub or any where on the midline. If there are no kinks to attempt to flush. If still occluded could consider cathflo/tpa. He states the home health company does not do tpa. Informed the nurse to contact the physician for guidance about catheter clearance and need to go to ER. "